Event description:
It was reported that the water temperature was not reaching target due to air leak at fluid delivery line connector temperature probe showing intermittent connection in an arctic sun device. Tests showed the delivery hose was leaking air into the system through one of the connectors. Additionally, the temperature probe was giving intermittent readings.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. During evaluation, it was confirmed that the fluid delivery line was broken. Fluid delivery line was replaced. Temperature probe was giving intermittent readings. Temperature cable was replaced. As5000 system passed all tests, is functioning properly and is ready for use. A DHR review is not required as the batch number is unknown. The batch number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature was not reaching target due to air leak at fluid delivery line connector temperature probe showing intermittent connection in an arctic sun device. Tests showed the delivery hose was leaking air into the system through one of the connectors. Additionally, the temperature probe was giving intermittent readings.